Event description:
Customer alleges discrepant results with meter compared to lab. Meter and lab results done immediately after one another.

Manufacturer narrative:
Per issue, some patients are taking pain medication(s). Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Results are the same for patients 2 and 3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Recent test conducted on lot 247453 on 07/20/2011 met accuracy criteria. Test results are as follows: donor 74 = 2.0, 2.1, 2.2 inr; donor 75 = 3.7, 4.4, 4.2 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 74 (2.02 inr) and donor 75 (3.48 inr), respectively. No further investigation will be pursued at this time. Patients' painkilling medications may have affected inratio test results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip result comparison met accuracy criteria. As (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.